Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube distal to the detachment site. The stent was positioned on the balloon between the markerbands as per specification. No deformation was evident to the stent. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the devices were being used to treat a lesion in the left anterior descending (lad) artery. The lesion was pre-dilated but not rotablated. The devices were inspected before use with no issues noted. Negative prep was performed with no issues. Lot 0009782165 had difficulties advancing through the lesion that was too calcified. When the device was removed a lifted strut was found in the proximal and medium segments. It was indicated that stent dislodgement did not occur. The cable of the delivery system was noted to be broken during advancement of the second device (lot 0009797527). A detachment occurred on the catheter. It was indicated that the delivery system and stent were removed without any intervention. The first stent had difficulties advancing through the lesion that was too calcified. When the device was removed a lifted strut was found in the proximal and medium segments. It was indicated that stent dislodgement did not occur on the second device. The cable of the delivery system was noted to be broken during advancement of the device. A detachment occurred on the catheter. It was indicated that the delivery system and stent were removed without any intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two resolute onyx rx coronary drug-eluting stents (2 x ronyx27526x) were intended to be used to treat a lesion. It was reported that stent deformation occurred in vivo during positioning/advancement, one stent had the strut lifted on the proximal side and the other stent had a strut lifted on the distal side. It was reported that the second stent also got apart from the balloon. The procedure was completed and the patient was reported to be alive with no injury.